Event description:
It was reported that the ventilator did not cycle properly with an audible alarm. The customer believes that it was not on a patient. No patient harm reported.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. The ventilator passed an extended test run using the customer¿s ventilator settings. The ventilator also passed the ltv final test which includes many ventilation and alarm functions. Internal inspection did not reveal any anomalies with the ventilator.